Manufacturer narrative:
Manufacturer narrative: clinical code: 1888 - haemorrhage/ bleeding: blood loss from a hole found in the bifurcated graft. Impact code: 4630- modified surgical procedure: surgical patch was used to repair the hole in the graft. Device problem code: 1504 - material puncture /hole: a hole was identified in the bifurcated graft. Component code: 4755 - part/component/sub-assembly term not applicable type of investigation: 4114 - device not accessible for testing - device remains implanted. 4110 - trend analysis: a 5 year review of similar complaints (gelweave sales vs gelweave leakage > hole/ pinhole) gave an occurrence rate of 0.016% (complaints v sales). There have been no similar complaints received from other units of the same batch. No negative trend in the number of complaints received has been identified. 4111 - communication/interviews: the site confirmed on 12 aug 2024 that no further information would be provided. 3331 - analysis of production records: batch review performed which showed no issues with the device during manufacture. No causal link between the device and the event could be determined, no corrective or further actions could be determined. Investigation findings: 213 - no device problem found: batch review performed which showed no issues with the device during manufacture. No causal link between the device and the event could be determined, no corrective or further actions could be determined investigation conclusion: 4315 - cause not established: as no further evidence can not be obtained, the investigation could not be completed and no causal link between the device and the event could be determined.

Event description:
During an axillo-femoral bypass, the bifuricated graft lot 2003294573 was used. The surgeon noted that there was a preexistinghole in the bifuricated graft which was discovered during surgery. The patient experienced blood loss when the graft was in situ, at which point the hole was found to be in the bifuricate graft. The graft remained implanted and the hole repaired with a patch of unused graft material. This report is being submitted as a follow up #1 for mfg report number 9612515-2024-00044 to provide event closure information for (B)(4).

Event description:
During an axillo-femoral bypass, the bifuricated graft lot 2003294573 was used. The surgeon noted that there was a preexisting hole in the bifuricated graft which was discovered during surgery. The patient experienced blood loss when the graft was in situ, at which point the hole was found to be in the bifuricate graft. The graft remained implanted and the hole repaired with a patch of unused graft material. This report is being submited as a follow up #2 for mfg report number 9612515-2024-00044 to provide event closure information for tag0008 (B)(4).

Manufacturer narrative:
Manufacturer narrative: clinical code: 1888 - haemorrhage/ bleeding: blood loss from a hole found in the bifurcated graft. Impact code: 4630- modified surgical procedure: surgical patch was used to repair the hole in the graft. Device problem code : 1504 - material puncture /hole: a hole was identified in the bifurcated graft. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4114 - device not accessible for testing - device remains implanted. 4110 - trend analysis: a 5 year review of similar complaints (gelweave sales vs gelweave leakage > hole/ pinhole) gave an occurrence rate of (B)(4) (complaints v sales). There have been no similar complaints received from other units of the same batch. No negative trend in the number of complaints received has been identified. 4111 - communication/interviews: the site confirmed on 12 aug 24 that no further information would be provided. 3331 - analysis of production records: batch review performed which showed no issues with the device during manufacture. No causal link between the device and the event could be determined, no corrective or further actions could be determined. Investigation findings: 213 - no device probelm found: batch review performed which showed no issues with the device during manufacture. No causal link between the device and the event could be determined, no corrective or further actions could be determined investigation conclusion: 4315 - cause not established: as no further evidence can not be obtained, the investigation could not be completed and no causal link between the device and the event could be determined. Update to below sections for gdp: section b5; section d3 & g1.

Manufacturer narrative:
Manufacturer narrative: clinical code: 1888 - haemorrhage/ bleeding - blood loss from a hole found in the bifurcated graft. Impact code: 4630- modified surgical procedure - surgical patch was used to repair the hole in the graft. Device problem code: 5104 - a hole was identified in the bifurcated graft. Component code: 4755 - part/component/sub-assembly term not applicable type of investigation: 4114 - device not accessible for testing - device remains implanted . 4110 - trend analysis: a 5 year review of similar complaints (gelweave sales vs gelweave leakage > hole/ pinhole) gave an occurrence rate of 0.016% (complaints v sales). There have been no similar complaints received from other units of the same batch. 4112 - analysis of information provided by a user or third party. 3331 - analysis of production records: batch review performed which showed no issues with the device during manufacture . Investigation findings: 3233 - results pending completion of investigation. Investigation conclusion: d11 - conclusion not yet available as investigation is ongoing.

Event description:
During an axillo-femoral bypass, the bifurcated graft lot 2003294573 was used. The surgeon noted that there was a pre-existing hole in the bifurcated graft which was discovered during surgery. The patient experienced blood loss when the graft was in situ, at which point the hole was found to be in the bifurcated graft. The graft remained implanted and the hole repaired with a patch of unused graft material.